Event description:
It was reported "says catheter kinked and would not fully inflate". Additional informaiton states the iab was removed and replaced. It is unknown the site of the second catheter. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) the serial number on the returned sample is (B)(6). The lot number for the returned sample is 18f23j0042. Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number for the returned sample. The sample was returned in a cardboard box and was in a bio-hazard bag. Upon return, the teflon sheath was noted connected to the hemostasis cuff; blood was noted in the sidearm. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0058in-0.0065in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. Some blood was noted. The iabc was connected to an iabp with a lab inventory 40cc inflation driveline tubing. After the pumping was initiated, the iabc bladder was noted not fully inflating/unwrapping and the appearance was consistent with being stuck near the distal tip. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. Some blood was noted on the guidewire upon removal. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "would not fully inflate" is confirmed. During the investigation, the re-turned iabc bladder did not fully inflate during pump testing. No leaks were detected during the leak test. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder not fully inflating. The probable root cause of the complaint is manufacturing related. A corrective and preventive action (CAPA) has been initiated to further investigate the issue.

Event description:
It was reported "says catheter kinked and would not fully inflate". Additional information states the iab was removed and replaced. It is unknown the site of the second catheter. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.